Manufacturer narrative:
The reported event of infection related to the product was not confirmed. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, as received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-36397,2017865-2021-36394. It was reported the patient presented in clinic due to an infection and erosion. The patient's pacemaker, atrial lead, and right ventricular lead were explanted without issue. The patient's condition was unknown.